Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement as the ipg would no longer hold a charge. The patient was also experiencing communication difficulties.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement as the ipg would no longer hold a charge. The patient was also experiencing communication difficulties.

Event description:
A report was received that the patient will undergo an ipg replacement as the ipg would no longer hold a charge. The patient was also experiencing communication difficulties.